Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested for return of the device for failure analysis evaluation. However, as of the date of this report, the instrument has not been received. Therefore, the root cause of the customer-reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. A review of an image provided by the customer was performed by an isi clinical development engineer (cde). Per the cde, the mega suturecut needle driver instrument has a broken grip. This complaint is being reported due to the following conclusion: it was alleged that the mega suturecut needle driver instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved by converting the procedure to open surgery.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a piece/fragment from the mega suturecut needle driver instrument broke off. This issue caused a 40-minute delay during the surgical procedure while the customer was looking for the piece initially. The customer then brought in an x-rray. The procedure was converted to open surgery in order for the customer to retrieve the instrument fragment. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.